Event description:
During the leadless pacemaker (lp) system implant procedure, it was not possible to separate the lp from the delivery catheter. The lp was explanted and a new lp system was selected and successfully implanted. The patient was in stable condition.